Event description:
It was reported that during a gastric bypass procedure, there were malformed staples. During the intervention, the stapler worked normally with the first two reloads but the surgeon experienced unusual feelings upon the third firing with a gold reload. He noticed that the staples delivered were malformed or partially closed and the device didn't cut. The surgeon used a second stapler with a new reload but he fired it on the malformed staple line: the issue occurred again. Finally, the surgeon used a competitor stapler by slightly shifting the device from the malformed staple line and it worked properly. The reload won't be returned with the stapler, it has been discarded. There were no adverse consequences for the patient.

Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced failure code 550:320:654:0000. According to the service technician this event failed to produce an audible sound. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.